Manufacturer narrative:
This product was manufactured by a now defunct facility. No lot numbers or any other product info was provided by complainant. It is likely that the consumer used the product improperly in order to affect his gums in this manner. It is also likely that his gums and/or teeth were diseased. This is the only report of this nature we have received.

Event description:
Consumer reported: product wore away gum to point of root exposure, tx with skin graft. Received copy of letter that consumer filed in a summons in a superior court civil action against reach a division of johnson & johnson. Consumer stated in complaint that he brushed his teeth with a reach (r) medium toothbrush made by johnson and johnson. His gum line wore away to the point of root exposure requiring a skin graft. The resulting surgery had complications requiring a new surgeon at a later date to correct the first as well as intensive care visit for an extended period of time in 1997. It is not known if the consumer's symptoms have abated at this time. No add'l info is available at this time. There is no record of the consumer having had previous contact with the j & j.